Event description:
Over the past three months the tubing has been breaking away from the infusion set and the patient's blood glucose has been running high. Reporter stated she would change the tubing and everything was fine. Reporter stated that this has happened 10 times over the past three months. Reporter stated she did not know if the fault was with the infusion set or if the patient was causing it.